Event description:
The pt was premedicated and blocked in the preoperative holding area, brought to the operating suite where the left orb was prepped and draped in routine fashion. The operating microscope was used throughout the procedure. Self retaining lid speculum was placed in the left upper and lower lid. The anterior chamber was entered with a 3 mm keratome. Circular capsular rhexis was performed under viscoat. Phacoemulsification of the lens then proceeded. Noted some fine metallic chips, were emitted from the tip of the phaco instrument. This handpiece was changed and the small metallic chips were irrigated out. The phacoemulsification then proceeded using the four quadrant cracking technique. The cortical remnants were then aspirated and irrigated using the automated ina instrument. This wound was enlarged to 4 mm. The pt tolerated the procedure well and there were no complications. Pt left the operating room in satisfactory condition.